Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd" syringe 10ml syringe has dirt in the initial part. There was no report of injury or medical intervention.

Manufacturer narrative:
The sample was sent by the customer and was verified and it was possible to observe foreign matter lubricant residue. DHR review: it was verified the record of the batchs and the manufacturing date for the batch 7193623: august 1st to 2nd, 2017 and batch 7173517 july 24th and 25th, 2017. The process inspections were performed and no records of this defect were found. Conclusion: confirmed: bd was able to confirm the customers indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. The potential cause for the problem is failure at syringe lubricant system in the assembly machine causing the deposition of crystallized silicone residue into the syringe. The operators will be notified from this complaint to verify the manual lubrificant system operation.